Event description:
The advocate stated the customer received blood glucose readings of 205, 232, and 323 mg/dl using his contour meter. He retested using another meter and received readings of 139, 136, 129, 100, 134, and 148 mg/dl. The difference between some of the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The advocate was advised to return the test strips for eval. Replacement test strips and a new meter were sent to the customer.